Event description:
Note: this report pertains to one of five complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13349 addresses the first resolution clip device, manufacturer report # 3005099803-2013-13350 addresses the second resolution clip device, manufacturer report # 3005099803-2013-13351 addresses the third resolution clip device, manufacturer report # 3005099803-2013-13352 addresses the fourth resolution clip device, and manufacturer report # 3005099803-2013-13353 addresses the fifth resolution clip device. It was reported to boston scientific corporation that five resolution clip devices were used for during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, five resolution clips did not deploy properly from the catheter. The procedure was completed with another resolution clip device. The condition of the patient at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the lot expiration and device manufacture dates are unknown. (B)(4). The device at issue in this complaint has not been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.